Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2004 product type catheter. Product ID neu_ptm_prog lot# serial# unknown product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 14000 mcg/ml of fentanyl at 8969 mcg/day and 15 mg/ml of bupivacaine at 9.6 mg/day via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient felt that their pain was not well managed, despite being on high doses of intrathecal fentanyl and bupivacaine. It was unknown if any environmental/external/patient factors might have led or contributed to the issue. The catheter replaced and a small csf leak was repaired. The patient's status was considered "alive-no injury" and the issue was considered resolved at the time of the report. Additional information was received on 2017-may-11 from the patient's hcp. It was reported that the patient first started experiencing the lack of pain control on (B)(6) 2017 and that the lack of pain control was related to the csf leak. Office notes were provided regarding the patient's visit to the hcp on (B)(6) 2017. The patient presented to the emergency room on (B)(6) 2017 with complaints lower back pain and lower left extremity pain. The patient's pump was filled the week prior and the refill was uneventful with an unchanged medication rate with fentanyl and bupivacaine. The patient reported that later that day, on the day of the refill, they developed nausea, vomiting, diarrhea, and worsening pain. Troubleshooting was performed on the pump by the manufacturer which determined that the pump was programmed correctly, however the hcp alleged that the patient's personal therapy manager (ptm) wasn't initiated properly. The ptm was confirmed later to be working. However, the patient reported that, after a bolus was delivered, the patient felt numbness around the pump reservoir and ipsilateral flank. This provided minimal relief for their chronic pain. The patient was experiencing an average pain of 9 out of 10 and a peak pain of 10 out of 10 in their left leg and lumbar spine. The pain had radicular features and was constantly radiating and progressing. The pain was described as shooting, throbbing and sharp. Numbness in the patient's low right back was also reported. The pain was exacerbated by walking and sitting and had associated symptoms of focal tenderness, limited range of motion, and numbness. The patient appeared uncomfortable and mildly distressed during the physical exam with vocal complaint, bracing, grimacing, and restless. The pump site appeared appropriate without swelling, bruising, or weeping. The final impression of the patient was noted as chronic lumbar pain with lumbar degenerative disc disease and lumbar post laminectomy syndrome, obesity, and myofascial pain in the right trapezius. The patient was also assessed for lumbar back pain with radiculopathy affecting the left and right lower extremities. The hcp was uncertain as to the cause for the patient's symptoms. Plain films were ordered to assess the integrity of the pump and catheter. The hcp did note considerable volume discrepancies between the expected remaining volume and the actual volume aspirated at the patient's previous refills. The hcp was concerned that there was a catheter break or disconnect. Based on the patient's x-ray, no obvious problems were noted with the patient's it system. The hcp speculated that the patient's symptoms might have some coincidental gastrointestinal component, though withdrawal was being considered. The patient was prescribed a short-course of percocet (10/325 mg tablet, 1 tablet po qid prn pain mdd for 14 days). No further complications were reported. The patient¿s medical history included chronic pain syndrome and metastatic breast cancer. The patient¿s concomitant medications included 25 mg tablet of promethazine hcl po q4-6h; 4 mg tablet of ondansetron q4h; tapentadol 75 mg tablet po 6h; topiramate 25 mg tablet, 2 tablets po qhs; celecoxib 200 mg capsule, 200 mg po daily; 100 mg orphenadrine tablet, 1 tablet po bid; 300 mg gabapentin capsule, 2 capsules po tid; 20 mg rabeprazole tablet, 1 tablet, po qam; 1 month starter pak of varenicline , 0 po as directed. 500 mg tablet of metfomin hcl, 500 mg po ID; esterified estrogens/meth tablet, 1 tablet po qam; 10 mg tablet of zolpidem tartate po qhs; 10 mg tablet of atorvastatin po qam; 180 mg tablet of verapamil hcl po qam; 500 mg of l-lysine otc po bid; 10 meq klor con po bid; 1 capsule of triamterene/ hctz, 1 tablet po qam; 1 mg tablet of bumetanide, 1 mg po, 2 tablets qam and 1 tablet qp